Event description:
The customer reported a no delivery alarm during the manual prime. Attempted to troubleshoot, but the customer had a blood glucose reading of 47 mg/dl, and was very confused. Offered to call the paramedics for the customer, but she stated that she was going to have her husband take her to the local hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.